Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as "faulty augmentation valve". The report further states, "reported plan to pull iab". No report of patient harm or injury.